Event description:
It was reported that "surgery was successful as well as post op rehab. The patient continued his post op exercises at home. After his regular squatting exercises holding onto the sink, he sat to rest and his knee swelled up to twice its size. He called to see the doctor but by the time he got to the doctor the swelling had gone down. The doctor told him it looked good and to continue the exercises. The patient never felt the soreness or stiffness go away. He cannot bend it or kneel. He is no longer able to do every day chores. An MRI is scheduled for (B)(6) 2011. (B)(6) 2010 he had a fall on his left knee outside a food fast convenience store and has an egg sized lump on his knee."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.